Event description:
It was reported that the patient's right atrial (RA) lead exhibited low pacing impedance. The RA lead was explanted and replaced on (b)(6) 2026. The patient was in stable condition.